Event description:
It was reported that a patient control module leaked from the connection between the reservoir and the tubing. This occurred during filling of the device with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) lot 13g026 was manufactured july 18, 2013 - july 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. A functional leak test was subsequently performed by filling the device's reservoir with green colored water. During fill, leakage was visually observed at the corner of the reservoir. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. To address this issue, a quality alert was issued and awareness training was conducted. Should additional relevant information become available, a supplemental report will be submitted.